Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by the customer that they tried to put a new reservoir into the insulin pump and it kept priming and rewinding. The drive support cap came out of the insulin pump and is sticking out. The customer does not recall pressing on it. The customer's blood glucose is 95 mg/dl. The insulin pump is returning.

Manufacturer narrative:
The insulin pump was received with detached end cap, minor scratched display window, cracked battery tube threads, missing reservoir tube o-ring and partially broken off reservoir tube lip. Drive support was inspected and no anomaly was noted.